Event description:
Customer reportedly received the following results on the compact plus sys within 10 minutes: 269 mg/dl, 143 mg/dl, 124 mg/dl, and 183 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.